Event description:
It was reported that during implant procedure, the helix of the novel leadless pacemaker (lp) had become bent. The procedure was completed using an alternate lp on (B)(6) 2023. The patient was stable.